Manufacturer narrative:
(B)(4). Visual inspection of the returned device found that the carrier detached (the detached section was missing), the two riveting's from the distal section of the head were observed to be in bad condition; consequently, not confirming the reported complaint because the functional test could not be performed due to the device condition. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Based on all available information, the failures found (riveting's in bad condition and carrier detached) are issues caused by the user during it handling or manipulation during the procedure, the technique of the physician and the anatomy of the patient could affect the device performance. Also, several attempts were made and the tension that was applied to the suture could contribute to the failures found in the device, although the failure reported was not confirmed due to the functional test could not be performed because of the device. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a transvaginal cystocele repair procedure on (B)(6) 2021. During the procedure, the physician tried redeploying the capio slim unsuccessfully. The procedure was completed with another capio slim device. There were no patient complications reported as a result of this event. The procedure was completed with another capio slim device the investigation results revealed that the carrier was found detached; therefore, this is now an MDR reportable event.